Event description:
Iabp alarming - leak in iab circuit. No condensation, fluid, blood in lines and all lines checked for secure connections. No breaks found. Auto filled iabp per manufacturer's instructions and alarm continued every 30 min, fixed with autofill. Datascope (maquet) was called to notify them of the alarm. They gave one more troubleshooting option, which was to autofill 3 times in a row. Completed. Maquet rep instructed us to leave the balloon in - there is no harm to the patient as long as blood or condensation is not in the tubing, and as long as balloon is augmenting. Catheter is to be saved on removal for datascope to inspect.